Manufacturer narrative:
The investigation concluded that the insert could not be seated properly as it was damaged, likely due to improper alignment of the insert while mating with the baseplate. There was no evidence of manufacturing or material defects of the device locking feature. The event was confirmed. Device history review: indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicates that there have been no similar reported events for the provided lot ID. The investigation concluded that the root cause of this event was user misuse. Based on the material analysis report there was no indication of any material or manufacturing defects.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Dr. Removed flexible im rod from patient and noticed it was bent, when he tried to bend the rod straight it broke.

Event description:
Dr removed flexible im rod from patient and noticed it was bent, when he tried to bend the rod straight, it broke.